Manufacturer narrative:
Based on the claim against the product by the customer noting an inverted image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an error 5831 which stated that the attached endoscope adapter (aea) was damaged or had a friction/binding issue. The endoscope had an error 7091which stated that the desiccant container was damaged and an error 8011 showing leaks at housing.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the endoscope image was upside down when rotating. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a spare endoscope.